Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch screen on the programmer could not be activated. It was noted that the programmer was able to interrogate but changes could not be made with either the stylus or using the finger. All cables and accessories were removed and the battery was removed and placed back in but the issue remained. The programmer is anticipated to be returned for service. No patient complications have been reported as a result of this event.